Event description:
It was reported that during an coronary artery bypass graft, error 5 was displayed after several actuations. When the nurse wiped the blade, the blade was broken off. As the blade was broken off outside the patient, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.